Manufacturer narrative:
The device has not yet been returned. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eri was reached earlier than expected due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Subsequent information indicated the device declared a battery status of end of life (eol). Shortly after doing so, the device delivered a 31j shock for ventricular tachycardia (vt). The patient had passed out and crashed his car during the vt episode. A change out procedure was performed where the device was explanted. The device is to be returned for analysis.

Event description:
Boston scientific received information that this implantable device declared the battery status elective replacement indicators (eri) with a monitoring voltage of 2.57 volts and extended charge time of 20.5 seconds. The physician reported that minimal therapy was required throughout the implant. It is intended to replace this device in (B)(6) 2010. Currently this device remains implanted and in service. No adverse patient effects reported.

Event description:
The device was returned for analysis.